Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of the documentation, manufacturer¿s instructions. And quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. As this device is not sold with an IFU, no review of the instructions, indications, warnings, or precautions could be completed. Furthermore, reviews of the manufactures instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that there is no evidence to suggest any causal relationship between the subclavian rupture and the cook manufactured amplatz wire. With current information, the most probable causes/contributing factors for this event include other medical devices, patient anatomy, user technique, and/or the approach used. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [pr 256651_cinc_journal article_kawashima et al._unexpected pleural effusion_adr_06mar2019.pdf].

Manufacturer narrative:
Common name & product code = dqx: wire, guide, catheter. Concomitant medical products: unknown manufacturer's 5-fr pacing catheter, unknown manufacturer's 4-fr pigtail catheter, 14-fr gore dryseal sheath, unknown manufacturer's 0.035-in, straight guidewire, 5-fr judkins-right 4.0 diag-nostic catheter, boston scientific's extra-small safari wire, 1 unknown manufacturer's 16-mm balloon, medtronic's in-line sheath, cook's lunderquist extra stiff wire, 26-mm medtronic corevalve evolut r, and bard's 8.0¿80 mm fluency stent. PMA/510(k) number = pre-amendment. (B)(4). Kawashima h, et al. Unexpected massive pleural effusion leading to discovery of left subclavian artery rupture during transcatheter aortic valve implantation. J cardiol cases (2019), https://doi.org/10.1016/j.jccase.2018.12.016. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. (B)(4).

Event description:
It was reported in the literature that unknown amplatz wire guides (quantity unknown) were used during a transcatheter aortic valve implantation (tavi) for severe aortic valve stenosis and congestive heart failure involving an (B)(6) female. The patient's subclavian artery ruptured during the procedure, leading to pleural effusion. The patient had multiple comorbidities including chronic kidney disease and chronic obstructive pulmonary disease. A trans-subclavian approach was determined to be optimal, because the transfemoral approach was contraindicated due to severe lordosis, and the transapical approach was contraindicated due to severe chronic obstructive pulmonary disease and frailty. Hemodynamic instability in this patient was said to be caused by hypovolemic and obstructive shock, with a pleural perfusion caused by subclavian artery rupture. Monitoring via transesophageal echocardiography during the procedure enabled early discovery of the massive pleural effusion. Subsequent covered stent implantation stabilized the subclavian artery rupture, and the patient became hemodynamically stable. The authors state: "as subclavian artery rupture can occur during trans-subclavian tavi, the presence of calcifications and tortuosity requires careful management". Echocardiographic findings revealed the minimum lumen diameter of the left subclavian artery (sca) to be 3.8¿5.5 mm, with prominent calcification of the vascular lumen. Contrast-enhanced computed tomography (CT) and coronary angiography were not performed due to renal dysfunction, which declined even further before the tavi procedure. Magnetic resonance angiography (mra) without contrast agent could not be performed due to the increased difficulty in inserting the apparatus due to the severe lordosis. The procedure was performed under general anesthesia with transesophageal echocardiography (tee) guidance. An unknown manufacturer¿s 5-fr pacing catheter advanced from the right internal jugular vein was inserted through the right radial artery and an unknown manufacturer¿s 4-fr pigtail catheter was detained at the non-coronary cusp. After surgical cutdown, another manufacturer¿s 14-fr sheath was inserted from the left sca, guided by amplatz extra-stiff wire guides. The aortic valve was crossed with an unspecified 0.035-in. Straight guidewire supported by another manufacturer¿s 5-fr diagnostic catheter. This was changed to another manufacturer¿s extra-small guide wire. After pre-dilation via an unknown 16-mm balloon, another manufacturer¿s sheath could not cross the left sca due to calcification and tortuosity. A cook lunderquist extra stiff wire and the sheath passed through. Another manufacturer¿s 26-mm transcatheter aortic heart valve was expanded slowly and implanted. Tee demonstrated that the prosthetic valve was implanted in the correct position; however, the patient became hemodynamically unstable. The cause was confirmed by tee immediately; left main trunk flow was detected by doppler ultrasound, and trivial paravalvular aortic leakage was detected along with an absence of systolic anterior movement, left ventricular outflow tract obstruction, pericardial effusion, and aortic dissection. Tee in the trans-gastric view demonstrated a massive left pleural effusion that gradually increased in size. Rupture of the proximal left sca led to left intrapleural perforation, revealed angiographically. Another manufacturer¿s 8.0¿80 mm stent was placed in the proximal left sca, and the rupture was controlled. Left pleural puncture was performed, and the patient became hemodynamically stable. Finally, the left sca was surgically sutured. The total procedure time from skin to skin was 101 minutes. The patient was extubated immediately and transferred back to the intensive care unit. The patient was transferred to a nearby hospital on the 13th day after the tavi procedure. The authors conclude that left sca rupture occurred due to catheter use, leading to left pleural effusion. Hemodynamic instability in this patient was thought to be caused by hypovolemic and obstructive shock caused by the massive pleural effusion. Monitoring via tee during the procedure enabled early discovery of the massive pleural effusion. The authors also state that contrast-enhanced CT and mra could not be performed and therefore, vascular access was assessed by echocardiography which allowed for the detection of a prominent calcification in the vascular lumen of the left sca. This finding is characteristic of an access artery at high risk for rupture. The authors conclude that contrast-enhanced CT with a small amount of contrast should have been performed in this case, or the access site could have been altered to the trans-apical or direct-aortic approach, despite the invasion for this patient. There has been no reported malfunction of the complaint device, and the cause of the vessel rupture is not specified. Multiple devices, made by multiple manufacturer's, were involved in this event. Kawashima h, et al. Unexpected massive pleural effusion leading to discovery of left subclavian artery rupture during transcatheter aortic valve implantation. J cardiol cases (2019), https://doi.org/10.1016/j.jccase.2018.12.016